Event description:
The customer reported falsely decreased sodium results generated by the alinityc processing module on a patient. The results provided were as follows: on (B)(6) 2026 sid (B)(6): 37yrs old male: sodium: initial=118 mmol/l /repeated on same instrument=141 mmol/l laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service engineer (fse) recommended the customer perform troubleshooting including flushing of the ict model. The part was flushed, and the issue was resolved. A review of the alinity c processing module, serial number (B)(6) instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. Identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the ict model associated with this complaint revealed no trends, systemic issues, or non-conformances. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and for the removal, replacement, and verification of the ict model. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the ict model.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely decreased sodium results generated by the alinity c processing module on a patient. The results provided were as follows: on (B)(6) 2026 sid (B)(6): 37yrs old male: sodium: initial=118 mmol/l /repeated on same instrument=141 mmol/l laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.